Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that prior to a vitrectomy procedure an error code was displayed and the system shut down on its own. The case was initiated and completed using an alternate system. There was no patient involvement. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The system was examined and the reported system message (sm) was not replicated. The company representative was misinformed about the ¿shut down¿ system message code, it customer confirmed the issue was that the system would not ¿boot up¿ instead. The company representative confirmed a ¿stuck startup switch¿ on the console. The switch was able to be freed without part replacements. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 16, 2009. Based on qa assessment, the product met specifications at the time of release. The reported event of sm was unable to be replicated. Therefore, no problem was found and the root cause of the reported event cannot be determined conclusively. (B)(4).